Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the charge time out condition. Further testing revealed excess current drain in an integrated circuit. The excess current drain was caused by gate oxide damage. This prevented the high voltage capacitors from charging completely because the voltage would bleed off through the leakage path.